Manufacturer narrative:
Investigation summary: one actual sample in opened packaging was returned for investigation. Only syringe sample was returned, the assembled needle was not returned. Unable to determine loose connection as assembled needle was not returned. The syringe sample was subjected to visual inspection and observed damage on the syringe tip. The syringe sample was subjected to luer taper measurement. The results passed the specification. Damage syringe tip was observed on the returned actual sample. The luer taper measurement syringe passed the specification. Unable to determine the loose connection as no assembled needle was returned. A review of the device history and manufacturing records revealed no irregularities probable cause could be at the needle assembly dial station, the needle was poor assembled with the syringe which can be seen from the damage syringe tip. This poor-assembly was caused by lower tooling insert spring which was broken leading to loose tension to hold the shield during needle assembly process. The assembled point was shifted and caused the damage syringe tip to be forced into the assembled needle resulted in loose connection. The damaged lower tooling was replaced immediately. Unable to confirm the loose connection as no assembled needle was returned for investigation. Investigation conclusion: no samples were returned for investigation to determine on the loose connection between assembled needle and syringe. The complaint could not be confirmed and root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated. Root cause description: no samples were returned for investigation to determine on the loose connection between assembled needle and syringe. The complaint could not be confirmed root cause could not be determined. If samples are received in the future the complaint will be re-open and re-investigated. DHR - reviewed syringe DHR and no abnormality during production. No quality notification was raised for the reported batch. Reviewed the needle pull inspection results and within the specification level.

Event description:
It was reported that a bd syringe, luer slip needle separated during use while injecting the vaccine. This resulted in solution being wasted. There is no report of injury or medical intervention.